Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that, since implantation and the first treatment with the pump, the patient did not understand why it "must start slowly." The patient stated on that saturday that they did not want to live anymore. It was reported that the medications were making the patient sick, and they were admitted to a "psych ward." The patient still had stitches from the implant. Medical history was reported to have included a stroke and aneurysm 3 years ago (that left the left half of the patient's body burning), depression from pain and medications not working (it was noted that the patient had been on "medidones," and that they had "tried all oral medications"), and that, following 3 months of pain and medications, the patient "lost it." It was further reported that the patient was noted to have a history of a cva (cerebral vascular accident). Concomitant medications included duragesic 100 mcg and methadone. The patient experienced pain and depression; the pain was severe, and it was noted that the patient stated that they "did not want to live." Additionally, it was noted that the patient was taken to the ER (emergency room) for severe pain, and that they stated they wanted to kill themselves. The patient was admitted to "psych." According to the hcp (healthcare provider), it was unknown if the event was due to the pump or catheter. The pump was being used to deliver morphine; the pump was filled in the hospital when it was placed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.